Event description:
Patient in for nivolumab injection. Saf-t needle split when inserted into patient's abdomen and would not advance. Medication withdrawn from saf-t needle. 25g needle placed on syringe and medication given to patient.